Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4601 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4601 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 38-year-old female patient who had essure inserted (lot no. 789031) for female sterilisation. The patient had a medical history of orthopedic procedure, endoscopic biopsy, headache, asthma, parity 3 and multigravida. Previously administered products included: oral contraceptive nos and mirena. Concurrent conditions were listed as back pain and right lower quadrant pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4039 days after essure insertion and 164 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no previously reported essure removal date: (B)(6) 2022. Essure insertion procedure: successful # coils seen right: 4 # coils seen left: 7 patient tolerance: minimal discomfort comments: easy quick. Essure procedure. Well, tolerated. On (B)(6) 2022: at the end of the procedure, the patient had approximately 8 cm of tube that was implanted into the cornual aspect of the uterus. The patient would need cesarean section at 38 to 39 weeks because of the bilateral implantation in the cornual aspect of the uterus. The patient would also need to be watched for cornual ectopic operation both essures were removed, and the tissue around the essure was removed. Both tubes were implanted into the cornual aspect of the uterus after being fish mouth and the serosa stripped off the proximal aspect of the tube. Both tubes were implanted using multiple 6-0 prolines. Both tubes did readily spill methylene blue dye. There was complete hemostasis. (B)(6) 2022: this is a pleasant 37-year-old fema le presented to the emergency department for evaluation of her vaginal spotting with early pregnancy. Patient reports her last menstrual period was on (B)(6) 2022. She states that her pregnancy was going well up until a few weeks ago when she began to develop a dull ache on the right lower pelvic region. (B)(6) 2022: suspected ruptured ectopic pregnancy post-op diagnosis: right cornual ectopic pregnancy involving a portion of the right fallopian tube. Right simple ovarian cyst. Procedures performed (detailed): right salpingectomy, resection of ectopic pregnancy, right ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: conclusion: well positioned essure devices the fallopian tubes occluded with no leakage [pathology test] on (B)(6) 2022: surgical pathology: specimens: a fallopian tube, right. Ectopic pregnancy b cyst wall from ovary, rig a fallopian tube, right, salpingectomy· fallopian tube with intraluminal immature chorionic villi, consistent with ectopic pregnancy. B. Ovarian cyst, right, cystectomy. Benign cystic corpus luteum [physical examination] (date unknown): temperature of 97.9 degrees, pulse is 83, blood pressure is 128/84, respiratory rate of 18, and o2 saturation of 98% on room air. Generally, well-appearing female in acute distress. Head is normocephalic and atraumatic. Eyes are icteric. Oropharynx is clear. Neck is nontender. The lungs are clear. Heart is regular. Abdomen is soft with tenderness in the right lower quadrant. Minimal rebound and guarding. Gu examination shows normal external genitalia or normal cervix. No cmt. No mass in the adnexa, with minimal right adnexal pain. Her extremities are unremarkable. Skin shows no rash or other acute lesion. [Pregnancy test] on (B)(6) 2011: negative [ultrasound scan vagina] on (B)(6) 2009: transabdominal and transvaginal ultrasound was performed. There is a single viable intrauterine gestation. The crown rump length measures 0.23 cm consistent with 5 week and 6 day gestation. The yolk sac measures 0.29 cm. The due date is projected at 4/15/10. Fetal heart motion was documented at 130 beats per minute. The ovaries appear normal. No fluid is seen in the cul-de-sac. Conclusion: single viable intrauterine gestation. Fetal heart rate 103 beats per minute batch number: 789031; manufacture date: 31-oct-2010; expiration date: 31-oct-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.